Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified scratches and gouging on the rim of the liner. The outer radius exhibits no signs of scratching, impact marks, or blemishes. The barb has been deformed in multiple locations such that a poly strand also protrudes from the liner. Scratching was observed on the side wall in a location corresponding to damage on the rim. It is unknown if this was cause by attempts to insert the liner. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a total hip arthroplasty, the surgeon was inserting the polyethylene liner into the acetabular cup and aligned the liner within the cup and after using the impactor with mallet, found that the liner was not seating flush into the cup. After a few attempts, the surgeon used a bone impactor on the edge of the liner to help seat it which caused the liner to pop out of the cup. At this point in time, the vendor rep and surgeon both agreed to use a new liner. The new liner was opened and inserted with no issues. Attempts have been made and additional information on the reported event is unavailable at this time.